Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a prime rewind anomaly. Customer stated insulin could not be pushed through the tubing with a push plunger. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pre-filled reservoir test was performed on one opened/used reservoir; it failed per specification with transfer guard needle occluded.